Event description:
The lasik vision institute (B)(6) performed a medical lasik surgery in (B)(6) 2020. I now see 20/40 (half vision) and have night vision issues (dark, starburst, etc..). The company refuses to correct the issue or issue a refund. They made me wait an entire year to file a report stating my eye would be healing for that time. When I called after a year, I followed their procedure seeing an eye doctor to confirm and it was 20/40. They want me to pay again for lasik surgery again. The corporate office bounces me back to the (B)(6) office every time. There is no resolution from corporate and they are having financial issues. I'm asking for a full refund of (B)(6) for all funds given to the lasik vision institute. The lasik vision institute. FDA safety report ID# (B)(4).